Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated buttons on the pump are not functional. No adverse event reported. Device will not be returned due to custom and legal issues in (B)(6); replacement was provided.